Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/14/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/27/2014 with the following findings:the keypad cover was found to be bulging. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim/faded and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up and down arrows have become intermittently unresponsive, and require multiple presses to elicit a response. The issue began a few weeks prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.